Manufacturer narrative:
Plug was returned broken approximately mid-way and there were crumbled pieces within the pouch it was returned in. It can not be quantified how many times the device was used. There is a statement from the material supplier on file (see attached e-mail from cindy burns) that "this material will withstand 100 cycles for 15 minutes at 121 deg c (250 deg f) in an autoclave. They also state that additional cycles could result in surface chalking and hydrolysis (water retention)". Without knowledge of the devices use, no firm conclusions can be made. (B)(4).

Event description:
During the surgery, the plug broke without any contact with another instrument. Removed manually but not sure everything is removed. Additional information will not be able to quantify how many times the plug was used.